Event description:
Healthcare professional additionally reported "capsular contracture [baker grade iii]". Device explanted and replaced.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: the device was broken shell, missing shell and red particles material was found on the shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken sharp and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the side posterior assessed as unidentified (tear) opening and missing shell assessed as inconclusive. Additional, changed, and/or corrected data: a.2., b.5, d.1., d.2., d.4, d.7., d.10, g.1., g.3., h.3, h.4, h.6. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
The reason for reoperation is rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.